Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler functional display check failed. External visual inspection of the returned cycler exterior showed no sign of physical damage. Dimming display occurred when cycler turned on. The brightness would not bright as expected when brightness level adjusted to 10 (maximum brightness). A pump door test, valve actuation test, system air leak test, and cassette insert and removal check were performed and passed with no issues noted. It was identified that the cause for the dim screen was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. The cycler passed load cell verification. A simulated treatment was run for 15 minutes with 1000ml of fluid and passed. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the cassette door of a patient¿s liberty select cycler was difficult to close during setup. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned. Additional patient and event information was requested but was not provided.